Event description:
Clinical diabetes educator contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Clinical diabetes educator did not report any injury or medical intervention at the time of contact with dexcom technical support.